Manufacturer narrative:
Correction to g3 date received by mfg from 4/16/2023 to 4/16/2024.

Manufacturer narrative:
He returned device was evaluated and the pod arrived fully deployed. Corrosion was observed on the bottom battery, pcb, and linkage assembly. The corrosion prevented the retrieval of download data and shelf mode current from the device. Inspection of the fluid path identified an internal tear and leak on the soft cannula, which contributed to the observed corrosion. Due to the internal leak, the type and cause of the reported alarm could not be determined.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 400 mg/dl. The patient reports they had received a hazard alarm during wear.